Manufacturer narrative:
Continuation of d10: product ID 977a260 implanted: (B)(6) 2023 product type lead product ID 977a260 implanted: (B)(6) 2023: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Patient was seen in consultation today, adjustment from last week tested and negative result with effectiveness of around 10%. The hcp therefore decided to redirect the patient to their implanting doctor for explanation and sent the material for analysis. The surgery date has not been scheduled. Will have to see this with my colleague a different rep for the future.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# unknown implanted: (B)(6) 2023, product type lead, product ID 977a260 lot# serial# unknown, implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the representative did not have other information for this patient and their colleague, a different representative, had not seen the patient since (B)(6) 2024. The surgeon was to wait for the agreement of the patient's lawyer before deciding to operate on the patient again or not. The representative clarified that the patient filed a complaint against the surgeon, but there was no legal claim against medtronic.

Event description:
Additional information was received. It was confirmed that the patient has only had phone contact with their hcp. A date has not been set for explant; they are waiting for a response from their lawyer. Explant has not yet been decided. Cause not determined. Regarding whether heating was felt at the ins or the lead location, it was stated that ¿stretching at the electrode entry point but nothing at the stimulator¿. Information confirmed with physician / account.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: unknown; implanted: (B)(6) 2023; product type: lead. Product ID: 977a260; serial#: unknown; implanted: (B)(6) 2023; product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon further review, the previously reported use before date (ubd) for the lead of (B)(6) 2021 was incorrect. As the serial numbers of the leads are unknown, the ubd cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, ubd: 19-dec-2021, implanted: (B)(6) 2023, explanted: , product type lead ; product ID: 977a260, serial/lot #: unknown, ubd: 19-dec-2021, UDI# , implanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider [hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a sudden loss of efficacy without explanation. The patient was implanted in marseille and followed by the reps there until (B)(6) 2024. There was a complete loss of effectiveness of the patient's treatment in (B)(6) 2024 after turning in bed. To date, the patient complained of discomfort when sitting (it was noted that the device was positioned at the right buttock level) and of significant heating during use. The treatment was completely ineffective although the patient was perfectly relieved from (B)(6) 2023 to (B)(6) 2024. The patient was treated with differential target multiplexed (dtm) therapy at the beginning. There was good impedance and connectivity. Charging was also normal. The rep didn't know where to prevent the constant heating problem described. A data report was compiled to get more detailed therapy. Session reports from (B)(6) 2024 (two separate reports on this date), and (B)(6) 2024 were also provided showing settings changes made. Between february 2023 and may 2024, reps changed programs to dtm, high frequency, and low dose, but there were no changes. A radiological check was carried out showing only a very slight downward mobilization of the upper electrode (only one stud). When the patient moved in bed or turned over, they felt pain in the back at the incision. Earlier the muscle point would have failed, so the discharge loop could now be seen under the skin. Otherwise the two electrodes had descended approximately 1 centimeter. There was no real explanation found justifying this complete cessation of effectiveness. On (B)(6) 2024, the doctor asked the rep to test the bottom electrode by putting three different groups stimulating the patient's painful leg in low doses. It was planned to see the patient again on (B)(6) 2024 to assess this new adjustment. The issue was not resolved. No surgical intervention occurred or was planned. The patient was alive with no injury.